Manufacturer narrative:
(B)(4): a supplemental MDR will be provided upon completion of the eval. (B)(4).

Event description:
Customer reported the alarm does not sound when weight is removed from the sensor pad. The batteries were replaced with a new supply. The alarm was tested with a new sensor and results remain the same. There was no pt contact.